Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a consumer reported, on behalf of a male patient, the dose knob of the patient's humapen luxura device was loose. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1107b05, manufactured july 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy or broken device. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use and storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included ear disorder, eye disorder and kidney disorder. Concomitant medications included glucophage, beixin (as reported), jinshuibao (as reported), acetylsalicylic acid, unspecified medicine for treatment of eye, unspecified medicine for treatment of peripheral nerve, wansuping (as reported) all used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), via a reusable pen humapen luxura, 20 units in the morning, 22 to 25 units at night subcutaneously for the treatment of diabetes mellitus beginning approximately on an unknown date in 2011 or 2012. On an unknown date, while on insulin lispro protamine suspension 75%/insulin lispro 25%, his blood glucose was increased (values not provided) and experienced numbness in hands, for that he was hospitalized on (B)(6) 2017. Further information regarding hospitalization was not provided. Information regarding corrective treatment was not reported. Outcome of the events was reported as not recovered. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. Follow up not possible as the consumer reporter refused to follow up via phone. The operator of the humapen luxura device and his/her training status was not provided. General and suspect device duration of use was not reported beginning on an unknown date in 2011 or 2012. The suspect device, which was manufactured in jul2011, was not returned to the manufacturer. The reporting consumer was not sure for relatedness of the events and insulin lispro protamine suspension 75%/insulin lispro 25% or humapen luxura. Edit: 03-aug- 2017: upon review of information received on 31-jul-2017, updated as determined causality for the events, blood glucose increased and numbness in hand. Edit: 03-sep-2017: upon review of information received on 31-jul-2017, updated preliminary comments for device and corrected patient gender in narrative. Update 05sep2017: additional information received on 05sep2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, preliminary comments for device, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with humapen luxura (burgundy) device. Corresponding fields and narrative updated accordingly.